Manufacturer narrative:
Device analysis conclusion: the oad and guide wire were returned to csi for analysis. Visual examination revealed a driveshaft fracture. The fractured crown and distal driveshaft section were engaged on the guide wire. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend. However, the exact root cause of this reported complaint is undetermined. The diamondback 360® coronary orbital atherectomy system instructions for use manual states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the device analysis investigation, the reported driveshaft fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(6).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use in a lesion in the circumflex ostium. The vessel had moderate tortuosity, and the lesion was 90% stenotic with a 1.5mm diameter. Treatment was performed distal-to-proximal. Three treatments were administered on low speed. During the first treatment on high speed, the physician noticed the tip of the oad had fractured on the proximal side of the crown. The fragment was retrieved with a guide extension catheter. The patient was well following the procedure.